Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed water filter replacement at incorrect intervals issue could not be determined, however, the issue was likely the result of the user not reading/following the instructions for use. An olympus field support engineer (fse) evaluated, troubleshot, tested and verified the device to OEM specifications on-site. The fse also provided the facility staff guidance on proper device operation and maintenance. The event can be detected/prevented by following the instructions for use which state: chapter 8 replacement of consumable items 8.4 replacing the water filter (maj-824 or maj-2318) to prevent contamination of the rinse water, the water filter should be replaced every month when the prefilter is not used or every six months when the prefilter is used. Warning replace the water filter at least every month when the prefilter is not used or every six months when the prefilter is used. If the water filter is not replaced regularly, the performance of the water filter drops, and insufficient elimination of microorganisms in the water may cause contamination of the reprocessor piping. As a result, the reprocessing of endoscopes will be insufficient. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoscope reprocessor displayed a number of e031 errors. Additionally, the water filter was being replaced at incorrect intervals resulting in multiple alerts and pre-filtration issues. There was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus, and is not expected to be returned for evaluation of the reported issue. However, a field service engineer(fse) was able to investigate and address all the customer's concerns on site. They also remained with the customer to complete all necessary processes, configurations and testing both with and without scopes. During the fse's service visit, it was determined that the e031 errors the customer were experiencing were due to starting processes without closing the lid. The customer had mix lcg errors and did not understand why they were coming up so often. The fse explained the requirement for chemical validation, which helped them understand why they were experiencing it so often. They also reviewed the disinfectant drain and load requirements to help the customer understand the expected interval for change and alerts. The fse walked the customer through pre-filtration issues that involved 14-15 and 16pl filters along with the new maj-824. They dealt with filter replacement errors and reset the parameter for alerts to 180 days. Working with the customer allowed all parties involved to address their concerns. The customer's device was up and running with no further issues. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.